Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button cover came off / does not activate) was confirmed. As received, the front response button cover was missing. Upon evaluation, the response button was tampered and contaminated with glue. The cause of the inability to activate the device is the presence of glue. The cause of the presence of glue and missing cover is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the repsonse button cover on a patient's monitor came off and the response buttons would no longer activate the device.